Event description:
It was reported that this patient received multiple shocks from their implantable cardioverter defibrillator (ICD) system. External shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. A review of device data confirmed the shocks that were provided were appropriate, and technical services recommended right ventricular (rv) lead replacement. Technical services confirmed the ICD could be re-used at time of rv lead replacement, if desired. At this time, this rv lead remains in service, and there were no additional adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received multiple shocks from their implantable cardioverter defibrillator (ICD) system. External shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. A review of device data confirmed the shocks that were provided were appropriate, and technical services recommended right ventricular (rv) lead replacement. Technical services confirmed the ICD could be re-used at time of rv lead replacement, if desired. At this time, this rv lead remains in service, and there were no additional adverse patient effects reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.